Event description:
Customer's mother called to report high blood glucose and she is taking him to the hospital. Caller received the recall letter and feels the infusion are responsible for the uncontrollable high blood glucose readings. Customer is diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.